Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2011. It was reported that the pt no longer feels stimulation. The pt's programmer indicates that the battery was full. The pt reported being able to increase amplitude on the programmer, but cannot feel stimulation. Attempts to obtain add'l info have been unsuccessful.